Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, strong burning smell coming from station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). The report of the strong burning smell coming from the medstation device was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: strong burnt odor was detected in the room. Upon isolating each station drawer, drawer 5.1 was identified as the source of the issue and found to be non-functional replaced following parts: drawer controller board, retractor band cable assembly, and solenoid visual inspection of the returned solenoid observed thermal damage along the part electrical measurement of the solenoid noted the component to be shorted visual inspection of the returned retractor band cable assembly revealed thermal damage along the cable wire. Visual inspection of the returned drawer controller board observed no obvious issue; however, electrical measurement of the board noted components to be shorted. Shorted drawer controller boards, damaged solenoid components, and retractor band cable failures are indicative of burning smell issues. No further testing was deemed necessary on the returned damaged parts, as the field service engineer's evaluation of the failures was confirmed. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported strong burning smell coming from the medstation device was traced to the following faulty components: solenoid and retractor band cable; both of which were received and observed to be defective. Electrical damage to the drawer controller board resulted in thermal damage along the retractor band cable and affected components of the solenoid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, strong burning smell coming from station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. As per part investigation, it was determined that there was thermal damage observed on the solenoid and retractor band cable wire. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 as the cause of a station power failure due to burnt components. A field service engineer (fse) replaced the controller board, retractor band, and latch solenoid to resolve the issue. Customer successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, strong burning smell coming from station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.